Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, the patient developed hypotension and persistent bradycardia. A 12-lead electrocardiogram showed st elevation in leads ii, iii, and avf, and on repeat electrocardiogram st depression was observed in the precordial leads with the prior st elevation no longer present. Transthoracic echocardiography showed an ejection fraction of approximately 40% with circumferential hypokinesis. A temporary pacemaker was inserted, and coronary angiography was performed, which showed coronary artery spasm with severe spastic stenosis of the left circumflex artery, and the spasm improved with vasopressor administration. The heart rate increased the following afternoon, temporary pacing was discontinued, and the patient remained stable without further issues. No further patient complications have been reported as a result of this event.